Manufacturer narrative:
The manufacturer became aware of the cva as referenced with the sus voluntary event report, mw5069873 received on 14jun2017. (B)(4). Approximate age of device - 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had been admitted for heparin treatment due to a sub therapeutic inr of 1.6 on (B)(6) 2016. That evening the patient experienced an abrupt onset of slurred speech with a right facial droop and right hemiparesis. The patient developed right sided facial numbness, progressive aphasia, and right sided hand and arm weakness. There were no changes in lvad readings. An elevated lactate dehydrogenase (ldh) of 625 u/l was found upon admission. Neurology was consulted and tpa (tissue plasminogen activator) was initiated with substantial improvement in symptoms. The patient reported non-compliance with coumadin, as the goal inr was 2-3. A head CT performed on (B)(6) 2016 was negative. The national institutes of health stroke scale (nihss) score was 4. An echocardiogram on (B)(6) 2016 was without overt evidence of thrombus. A cardiac morphology CT performed was without evidence for thrombus. The inr goal was increased to 2.2-3 due to the cerebrovascular accident (cva) and elevated ldh. On (B)(6) 2016, ldh level was down to 457 u/l and the patient was discharged the following day to independent living and followed closely in clinic. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.